Event description:
Two days after inserting catheter, temperature 37.5c. Crd level 28.6 (0-5 ref range), she was on ceftriaxone. 20 days later her crd levels are the same. After that she was on vancomycin. Patient outcome: cured.